Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two samples were received for evaluation. Functional testing found the cuff was inflated symmetrically for two samples; complaint was not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer reports two defective tracheostomy tubes: the cuff did not inflate in one case and it partially inflated then deflated in the other. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.